Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify delivery anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose readings. The customer's blood glucose level was 74 mg/dl at the time of the incident and treated with food. The customer alleged possible pump over delivery because they have gone through a lot more insulin than normal. The customer reported the drive support cap appears normal (slightly indented). The customer reported they are unsure if the insulin pump programming is accurate. It was reported that a month ago the doctor changed some numbers. The customer was advised that the insulin pump needed to be replaced and was recommended to refer to the backup plan. The pump will be returned for analysis.